Event description:
The pt's scs ipg was returned to sjm with no info as to the reason why it was explanted. F/u identified the pt passed away. The cause of death is unk.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.